Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of fos would not zero is confirmed. The fos was returned with a recessed connector; therefore, a light path could not be established between the sensor and the pump. The fiber was found intact and functional. The root cause of the recessed fos is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that upon insertion of the intra-aortic balloon catheter (iabc) the fiber optic sensor (fos) would zero. A message appeared on pump "cal key connected, connect fos sensor to zero". As a result, another iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon catheter (iabc) the fiber optic sensor (fos) would zero. A message appeared on pump "cal key connected, connect fos sensor to zero". As a result, another iab was used. There was no report of patient complications, serious injury or death.